Event description:
Reportable based on analysis completed on 14-dec-2018. It was reported that no signal issues occurred. A blazer prime was selected for a typical flutter procedure. However the blazer catheter was noted to having no signal. The catheter was exchanged to complete the procedure. No patient complications occurred. However, returned device analysis revealed fluid ingress. Analysis of returned product revealed that device passes electrical and continuity test not confirming the reported complaint. However a broken center support was confirmed after dissection. This condition of the center support could also have caused the ingress of fluids within the distal end. Visual inspection failed due to the kink at the distal section caused by the broken center support and broken adhesive was also observed in ring 1 and ring 2.